Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to reproduce text and graphics. The touch screen is unresponsive. The unit exhibits random screen movement although no input is being driven by a user. The touch screen and device touch panel were replaced and the unit functioned as designed.

Event description:
It was reported that the screen keeps flicking between modes without any user intervention. Suspected problem with the touchscreen. There was no known impact or consequence to patient.